Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, sion black; guide cath: mach1 fl 3.5 st. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Sections d1/type and g5/PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target area was located in the left main and proximal left anterior descending artery (lad) with mild tortuosity, no calcification and 90% stenosis. After implanting a non-abbott stent, the 3.0 x 15 mm tenku rx balloon was delivered and inflated. However, it ruptured at the first inflation at 8 atmospheres (atm). There was no resistance with the implanted stent noted during advancment of the tenku balloon. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.